Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was experiencing inapropriate shocks to the heart during excercise, sleeping and moving/ patient referred to doctor. Device remains active. No further patient complications have been reported as a result of this event.